Event description:
Event description cpi received information that shortly after implant of this ventak mini ii implantable cardioverter defibrillator (ICD), oversensing and open impedance measurements were noted.